Manufacturer narrative:
Evaluation was not possible, as the device was not received for an investigation. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff procedure using a fastener, fixation, biodegradable, soft tissue, that the anchor threads broke while inserting. It was also reported that the surgeon was confident that all pieces were able to be removed. The hole for the first device was prepared using an awl. After the first anchor broken, a dilator was used on the hole to see if that would work with the second device, but that also broke. The surgeon decided to use a healicoil device at a new site, and was able to complete the procedure with no further issues. The site being used with the devices were left empty. The patient was fine post procedure. The bone quality was normal for an older patient; other patient details were not available. There was a twenty minute delay. A backup device was available to complete the procedure. (B)(4).